Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined that the reported failure to advance, stent dislodgement, difficult to remove, shaft detachment, foreign body in patient and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, stenosed lesion in an unspecified coronary artery. An unspecified balloon dilatation catheter (bdc) was advanced to the lesion and pre-dilatation was performed. A 3.50x23mm xience alpine rx stent delivery system (sds) was then advanced, but could not cross the lesion due to patient anatomy. During sds removal, the stent was noted to be wedged [stuck] in the proximal area of the lesion. Additionally, the sds shaft separated approximately 15cm proximal from the balloon, and the sds shaft remained in the patient. A non-abbott catheter was advanced in an attempt to retrieve the separated shaft, but was unsuccessful. Another attempt to retrieve the separated sds shaft was made with a 3.0mm bdc and a non-abbott guide catheter, which successfully retrieved the separated shaft; however, while the devices were passed through the radialis positioning system, the stent dislodged from the sds balloon and moved to the distal radial artery. There was no additional intervention to retrieve the stent, as the physician decided that the stent would not float through the patient anatomy. A new, same-sized xience alpine stent was used to successfully treat the target lesion via femoral access. There was no patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.